Event description:
It was reported the programmer has software issues. When attempting to load updates, a serious error message was displayed, and the service disk did not restore the programmer. In addition, the handle is broken, and the printer intermittently prints. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the software was updated to a newer version with no error. Analysis also found that the electrocardiogram (ECG) connector was loose. It was also noted that the device handle was broken and the left keyboard hinge was broken.